Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high pacing impedance and high capture threshold. X-ray confirmed the lead had fractured. On (B)(6) 2024, the rv lead was capped, and new rv lead was implanted. The patient was in stable condition.